Manufacturer narrative:
Follow-up #1: date of submission 04/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: a review of the black box showed power on reset events. The pump powered on to a blank display. The pump was opened to find moisture on the display flex and flex connector, and on the printed circuit board. A test display was installed and operated properly. The complaint of no power to the pump was unable to be investigated due to the blank display. Unrelated to the original complaint, the battery compartment was cracked from the case seal traveling to the grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.